Event description:
It was reported that the implantable neurostimulator (ins) had too many overdischarges and the ins was dead. The ins was being replaced. The cause of the overdischarge was unknown. No malfunctions were noticed by the manufacturing representative (rep) or mentioned by the surgeon at the replacement. The devices would not be returned as far as the rep knew. It was noted that the patient was receiving good therapy after the replacement. The rep had not heard from the patient so he was assuming that everything was still ok with the patient¿s therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0437295v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0437295v, implanted: (B)(6) 2004, product type: lead. (B)(4).